Manufacturer narrative:
(B)(4). Physio-control has attempted to retrieve the battery from the customer for evaluation. The customer has not returned the device or the battery to physio-control for evaluation. The customer advised that they would be performing their own investigation but have not provided any additional details into the investigation. The cause of the reported failure could not be determined.

Event description:
The customer reported to physio-control that while a police officer was transporting an old device battery in their trunk, which had been removed from a device and shorted per instructions, the battery vented and emitted noxious fumes. The fire department responded and evaluated the police officer who was sent to the hospital for further observation. The police officer was discharged a day later. The fire department did get toxic readings from the battery, but the levels and types of toxins are not available. There was no report of any adverse effects caused to the police officer as a result of the reported failure.

Manufacturer narrative:
Physio-control has performed a supplemental clinical evaluation of the reported event and determined that the event should have originally been classified as a serious injury. The officer involved with the reported event was near the battery when it vented and as a result, went to the hospital for medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.